Event description:
Affiliate reported a healthcare worker alleged as he/she was unloading a processed dental mirror and tweezers out from the sterrad nx sterilizer, he/she touched them and got burned, and discolored their fingers. The cycle had completed successfully. The healthcare worker went to the doctor and washed their hands with running water. No medication was prescribed.